Manufacturer narrative:
Procedure/medical information review: a single radiographic file was provided and reviewed. It is a 53-second video of a subtracted right ica roadmap with contrast. A coil mass is seen in a medium sized pcom aneurysm. An errant coil is seen going from the aneurysm to the mca (m1 + proximal m2). Then, a solitaire stentriever is used to capture the intact looking coil and pull it back in its entirety into a dac situated in the mid-ica siphon. Investigation findings items returned: n/a visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have contributed to the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU): please refer to the chinese IFU for precautions, warnings, and further information. The following is taken from the english version: potential complications potential complications include but are not limited to: hematoma at the site of entry, vessel perforation, aneurysm rupture, parent artery occlusion, incomplete aneurysm filling, emboli, hemorrhage, ischemia, vasospasm, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. Cases of chemical aseptic meningitis, edema, hydrocephalus and/or headaches have been associated with the use of embolization coils in the treatment of large and giant aneurysms. The physician should be aware of these complications and instruct patients when indicated. Appropriate patient management should be considered. Warnings and precautions the mcs is intended for single use only. Do not resterilize and/or reuse the device. After use, dispose in accordance with hospital, administrative and/or local government policy. Do not use if the packaging is breached or damaged. If a coil must be retrieved from the vasculature after detachment, do not attempt to withdraw the coil with a retrieval device, such as a snare, into the delivery catheter. This could damage the coil and result in device separation. Remove the coil, microcatheter, and any retrieval device from the vasculature simultaneously. Detachment of the mcs coil 32. When the v grip® detachment controller is properly connected to the v trak® delivery pusher, a single audible tone will sound and the light will turn green to signal that it is ready to detach the coil. If the detachment button is not pushed within 30 seconds, the solid green light will slowly flash green. Both flashing green and solid green lights indicate that the device is ready to detach. If the green light does not appear, check to ensure that the connection has been made. If the connection is correct and no green light appears, replace the v grip® detachment controller. 34. Push the detachment button. When the button is pushed, an audible tone will sound and the light will flash green. 35. At the end of the detachment cycle, three audible tones will sound and the light will flash yellow three times. This indicates that the detachment cycle is complete. If the coil does not detach during the detachment cycle, leave the v grip® detachment controller attached to the v trak® delivery pusher and attempt another detachment cycle when the light turns green. 36. The light will turn red after the number of detachment cycles specified on the v grip® labeling. Do not use the v grip® detachment controller if the light is red. Discard the v grip® detachment controller and replace it with a new one when the light is red. 37. Verify detachment of the coil by first loosening the rhv valve, then pulling back slowly on the delivery system and verifying that there is no coil movement. If the implant did not detach, do not attempt to detach it more than two additional times. If it does not detach after the third attempt, remove the delivery system. Investigation conclusion one radiographic file was provided for review. The review of this file is as follows: it is a 53-second video of a subtracted right ica roadmap with contrast. A coil mass is seen in a medium sized pcom aneurysm. An errant coil is seen going from the aneurysm to the mca (m1 + proximal m2). Then, a solitaire stentriever is used to capture the intact looking coil and pull it back in its entirety into a dac situated in the mid-ica siphon. Without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have contributed to the reported event.

Event description:
The reported incident was received via a submission by the hospital directly to the china health authority, nmpa (nmpa report # (B)(4)). It was reported the procedure was a double microcatheter technique for tamponade involving left internal carotid artery posterior communicating artery aneurysm. Intraoperatively, the last coil was naturally detached within the microcatheter and could not be pushed and retracted. The physician immediately removed the coil and the microcatheter. When the microcatheter was removed, the coil escaped into the internal carotid artery. Tirofiban was slowly injected intravenously at 8 ml and maintained intravenously (6 ml/h), the neurovascular remodeling device was passed over the escaped coil under the guidance of the microcatheter, and the coil was pressed against the neurovascular remodeling device after semi-release inside, recovered into the guiding catheter, and coaxially removed the guiding catheter and stent microcatheter. A new coil was placed, and the surgery was completed. Patient status is good. The device was discarded.